Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, h6 (clinical codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It is indicated the patient underwent a primary left knee arthroplasty on (B)(6) 2014. The primary knee records were not available for review. On (B)(6) 2017, the patient underwent a left knee revision to address pain, discomfort, wear-type synovitis, osteolysis, fall, effusion, tibial tray loosening at the cement to implant interface, and femoral component loosening at the cement to implant interface.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2017, patient's left total knee was revised to address pain, discomfort, osteolysis, and aseptic loosening of tibial and femoral components. Loosening was identified to be between the femur implant to cement interface, while the tibia was noted to be loose at the cement to bone interface. There were osteolytic defects beneath the femur, tibial tray, and the patella. There was extensive synovitis. All components were revised. It should be noted, that intraoperatively, while placing the revision tibial metaphyseal sleeve, the surgeon caused a small intraoperative bone fracture that he applied bone graft to, but no other intervention was required. There were no other issues reported.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : no lot information available.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
"Revision - aseptic loosening; femur was loose at the cement - implant interface, as well as the tibia being loose between the implant - bone interface. Osteolysis found under the femoral component, but also beneath tibia and patella components". Doi: (B)(6) 2014. Dor: (B)(6) 2017; left knee.